Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that one year after implantation, a surgeon performed a revision surgery to evaluate causes of the patient's complaint of pain. During this procedure, the surgeon found he could turn the closure tops 1/8th of a turn before the torque limiting handle would make an audible "click" indicating the closure tops were fully tightened. He is sure that he heard audible clicks during the initial surgery. The surgeon installed four new closure tops during the revision.